Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The nurse stated that the insulin pump buttons were responding. The nurse was advised to have customer monitor and call back if issue persists. The insulin pump is not expected to return for analysis.